Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a f/u report will be submitted.

Event description:
The customer reported that black spots were found on gel area of the grounding pad. The pad was not used. Initial eval of the returned grounding pad found it did not have continuity.